Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit displayed an error message on the patient side during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility and was unable to confirm the reported error message. The edge connector contacts were cleaned and adjusted. Temperature calibration checks were completed without issue. The unit was run at 37 degrees celsius for 1 hour and no faults occurred. A review of the DHR was unable to identify any deviations or non-conformities related to the issue. Sorin group (B)(4) will continue to monitor the market for trends related to this issue. Evaluated on site by sorin rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit displayed an error message on the patient side during a procedure. There was no report of patient injury.